Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Caller with pt for first post-op appt and caller states the pt's wr9230 seems to be functioning normally but is only searching for the ins and will not find the ins. The caller states before calling agent they tried to re-pair recharger to the app but their troubleshooting did not resolve the issue. The wr/app did not display orange light and/or any noted error messages. Agent had caller reset the wr which the caller had not yet done and try again. This time the wr found the ins. Agent asked if the ins was superficial and if the area around the ins was swollen; the caller initially said it seemed fine but then noted that the ins was slightly protruding/at a tilt. Agent reviewed that given the wr seems to be functioning as intended, the tilt of the ins could be the reason the wr was initially having trouble connecting to the ins. Additional information was received from a manufacturer representative (rep) rega rding a patient (pt) who was implanted with an implantable neurostimulator (ins). Rep reported that the pt had an issue recharging their ins, including communication issues while recharging. Rep reported the ins appeared to be significantly tilted in the pocket, making it extremely difficult to connect with the recharger. Rep suggested pt charge while laying on their back and this was somewhat effective. The issue has not been resolved and rep noted patient will likely undergo a pocket revision, but it was not scheduled yet.

Event description:
Patient (pt) stated they don't remember the names and numbers, (B)(6) 2024 was the date they noticed for shocking sensation and unable to determine the software issue. Shocking issue was resolved by using stimulation when they were lying down. Patient states still has occasional issues with trouble connecting programmer to his generator. Patient having revision surgery and (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) implanted: explanted: product type product ID a72400 lot# serial# unknown implanted: explanted: product type software product ID tm91scs2 lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having issues connecting their communicator to their handset. When asked for the event date, patient stated that it was two days ago and that it got worse yesterday and today. Patient stated they had to have the communicator less than a meter away from the device in order to connect to their implanted neurostimulator. Patient said that they would have to close the app and reload the app almost 8 or 9 times a day to connect. Patient mentioned the screen was freezing non stop before on the handset causing them to close the app. Patient mentioned that they got an error message this morning that said to call in but was unable to make note of the message. Patient noted when they tried to adjust the stimulation to make the stimulation stronger or weaker because when they lay down they have to make the stimulation a little weaker because the settings can't be permanently on one setting right now because they will have to go back to surgery to have their implant packed in. Patient mentioned they had complications with the first time around. Agent had the patient restart the handset and reset the communicator then attempt to connect the handset to the communicator. Patient confirmed the green and blue light were present on the communicator. Patient stated the connecting screen animation on the screen stops halfway through. Agent instructed patient to close all applications and reset the communicator again. Agent instructed patient to open the stimulation app, patient mentioned the blue light on the communicator was flashing then the controller showed unable to connect. Patient saw the not found communicator screen. Patient then saw the connecting screen and the screen froze. Patient mentioned that the screen did not transition at all and that the three dots on the screen were moving. Patient was able to get the screen to go past connecting, but then saw unable to connect (8 out of 100). Agent asked and patient mentioned the controller freezes on the connecting screen not transitioning screen. The issue was not resolved. An email was sent to the repair department to replace the communicator. Patient called back on 2024-oct-28 and confirmed receiving their replacement communicator and it's doing the same thing as the last one. Patient mentioned they have to keep the communicator inches from their device or they start to have connectivity issues. Patient mentioned with the new device (agent understood as the communicator) it's not freezing up as much when they try to connect and patient confirmed they were able to see the therapy screen. Patient mentioned they turn their handset on every morning and evening. Walked patient through force stopping the manufacturer communication manager, resetting network settings, resetting the communicator, closing all applications. Patient mentioned they closed all the applications, had their communicator on their hip and confirmed they were able to connect to their therapy screen. Patient denied any recent falls/trauma. Patient noted they got bolted/shocked by their scs and they informed the manufacturer representative (rep) about the issue. Patient mentioned their implant has to be "re-attached" in and their implant might've moved. The patient was redirected to their healthcare provider to further address the issue. Patient called back on 2024-nov-12 and stated they're having ongoing issues with their communication and are wondering if an updated device is available. Patient stated they met with the rep who told them that this is an issue a bunch of people are having. Patient stated that the rep reset the bluetooth and tried everything they could think of, but it's still taking like 20 minutes to be able to adjust their settings because it keeps saying "can't connect" or "no device found" or "communication in progress." Patient noted yesterday morning it all went really smoothly and they were able to make adjustments in like 2 minutes, but last night it was acting up again and took 21 minutes to adjust their settings. Patient stated that they always seen the green and blue light on the communicator. Patient stated that they shut the handset all the way off when done using it and leave the communicator alone. Patient stated the handset battery drains pretty quick if they don't shut it off. Patient stated they used to be able to hold the communicator on their hip and it would communicate better, but now that doesn't even work. Patient repeated that their stimulator needs to get "tacked in" and said their surgery is "botched" right now. Patient stated they have to change their settings 2-3 times a day if they lay down or something. Patient stated they get shocked a lot and can't have their device set to autoadjust to their positioning because they fear they'll get zapped even more. Patient stated they've already had the communicator replaced and the same thing is still happening. Reviewed that there is no other external equipment available for this device. The patient was encouraged to continue follow up with their healthcare provider. Additional information was received from a manufacturer representative (rep) on 2024-nov-07. The rep reported that the revision has not yet been scheduled. The rep stated there was no know external/environmental/patient factors that contributed to this issue. To resolved this issue, the patient was instructed to recharge while laying on their back. Hcp is working on approval and scheduling of revision. The issue is not resolved yet.